Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction of the device may have occurred. Though still under investigation, varian has determined that an MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
It was reported that during a daily qa check, the user found the imaging isocenter off by 2mm. The data log indicated that isocal (isocenter calibration) had been disabled without any warning or message. No serious injury was reported as a result of this malfunction.